Event description:
New information received via product receipt notes that the right ventricular lead had also fractured.

Manufacturer narrative:
The reported event of lead fracture was not confirmed while the reported event of noise was confirmed. The distal portion of a partial lead was returned in one piece for analysis. Visual inspection of the lead found external insulation abrasion at 44.4cm to 44.6cm from the distal tip, consistent with friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event of noise was isolated to the external insulation abrasion exposing the outer coil. X-ray examination was normal with no other anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2023-93769. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. The ICD and rv lead were both explanted and replaced. Patient condition was stable.